Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient heart alarms while connected to the power module at home. The system controller was interrogated in clinic and the alarm history showed low flow, low speed operation with clock reset, and multiple power cord disconnect alerts. The system controller was exchanged.